Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the reported event details, patient demographics, device evaluation and correction to the lot number and manufacture date. The single use aspiration needle (na-201sx-4021) was returned to the service center for evaluation for the distal end had come apart. This observation was made when the needle was removed from the scope, upon completion of the procedure. The user¿s complaint was confirmed. The device was received in its original packaging, which was received in opened state. The received condition of the device was visually inspected and noted to have a section of the insertion portion of the needle missing from the distal end. The needle was also observed to have foreign material present on it, which indicated it had been used. The insertion portion was observed to be bent at the boot, proximal end, and severely dented at the distal end. The aspiration needle, within the outer sheath, was also bent at the very tip of the distal end. The movement from the aspiration needle was inspected when the slider handle was manipulated and found to be sufficient. It was noted the needle was able to extend and retract without any restrictions. The stylet wire was returned with the device and tested. It was observed there was considerable restriction when attempting to remove and re-insert the wire. The restricted movement from the guide wire was most likely due to the bent insertion portion at the proximal end. It was noted that during the visual inspection, the insertion portion was measured with a ruler and approximately 13 mm was missing of the sheath from the distal end. According to the information for use, the entire length should be 700 mm for the insertion portion. The coil and sheath portion, which should be present at the distal end is missing, and was not returned for evaluation. Based upon the results of the evaluation of the returned condition device, the most likely cause of the detached/damaged portion of the aspiration needle is due to excessive force and/or mishandling during use.

Event description:
The service center received a report of a single use aspiration needle, model na-201sx-4021, lot number 96v 11, that came apart during an endobronchial ultrasound biopsy procedure. The device was inspected prior to the procedure and no abnormalities were observed. The physician performed three specimen collections, and it was reported that three passes were made with the needle during the procedure, without the use of ultrasound. Upon completion of the procedure, the physician removed the needle from the scope and observed the distal end of the aspiration needle had come apart. The physician had removed part of the sheath and metal spring from the patient's airway with biopsy forceps. It was confirmed there was no patient injury and the patient was discharged to home. The device was returned to the service center for evaluation.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon return of the device, an evaluation will be performed, and a supplemental report will be submitted.

Event description:
The service center received a report of a single use aspiration needle, model na-201sx-4021, lot number 96v, that came apart during an unspecified biopsy procedure. The physician performed a biopsy and it was reported that multiple passes were made with the needle during the procedure. Upon completion of the procedure, the physician removed the needle from the scope and observed the distal end of the aspiration needle had come apart. The physician had removed part of the sheath and a spring from the patient's airway, but it was not reported how the items were retrieved. It was confirmed there was no patient injury.